Event description:
It was reported that the patient believed experiencing increased incontinence over the past years with an artificial urinary sphincter (aus). It was noted that the patient wears pads and diapers; however, it was also indicated that they have been worn since implant. The patient was advised to follow up with a physician to evaluate the situation. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of incontinence is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.